Event description:
The patient reported a new pump was implanted in 2003, and it wasn't started up and in working order until august of 2003. The patient stated they developed fibromas that completely blocked the catheter, and had to wait until the neurosurgeon could place it into the spinal canal. The surgeon ended up having to drill to get it in, since the spinal column also developed fibromas. When they finally placed the new catheter in, somehow, the pump turned over. The patient underwent surgery in order to turn the pump right-side up and secure it. The manufacturer requested additional information and confirmation of this event; however, no information was received.